Event description:
A patient underwent a sacroiliac joint fusion posterior allograft procedure on (B)(6) 2022. After the procedure, it was reported that the surgeon had difficulties placing two (2) si posterior allografts. On (B)(6) 2022, the patient presented to the emergency room with pain. The patient was subsequently hospitalized and CT scans were taken which showed that both allografts were implanted in the patient's sacrum and neither spanned the sacroiliac joint. A revision surgery was performed on (B)(6) 2022 to extract both of the allografts. In a follow-up call, the complainant stated multiple times that the surgeon was aiming for the area between the s1/s2 foramen when implanting the allograft. Genesys spine's sacroiliac joint fusion posterior allograft surgical technique explicitly states that the surgeon should aim for the superior aspect (top) of the s1 foramen to ensure that the allograft is not implanted in the sacrum. This incident was recorded as a use error as the surgeon clearly did not follow the system's surgical technique.